Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the full dbs system was explanted for an unknown reason. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the event. Additional information was received indicating the reason for the full dbs system explant was due to an infection in the head area and the patient was administered antibiotics.

Manufacturer narrative:
Additional pro code selections that may apply to the indication of this device as the indication of the device is currently unknown - nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6); product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6); product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6); product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: null, batch: 33133632; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: null, batch: 33133632.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the full dbs system was explanted for an unknown reason. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the event.